Event description:
Patient developed a thrombosis in the cephalic, basilic, radial and ulnar veins in the left arm twelve days after the PICC line was inserted. Nursing staff did not save the device or the packaging. Line inserted by PICC rn without difficulty to 45cm. Line flushed easily and had good blood return. Position was confirmed with x-ray and the guidewire was removed prior to use.